Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) was requesting bypass of the initial drain. During trouble shooting the hp reported air in the patient line. The baxter technical service representative (tsr) helped the hp to end therapy and instructed hp to discard the supplies and start over with new supplies. The tsr explained hp needed to check the patient line before connecting to insure all the air is out of the line. The hp understood. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. The home patient (hp) returned the telephone call from product surveillance on (B)(6) 2011 regarding the report of air in tubing. The hp reported that the issue was resolved, by starting over with new supplies but he did not know the cause of the air. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore, the root cause was undetermined.